Manufacturer narrative:
The complaint device was not received for analysis. The investigation conclusion is anticipated procedural complication as the event is due to a known physiological effect of the procedure noted within the directions for use, and/or device labeling. (B)(4).

Event description:
Same case as MDR ID: 2134265-2018-05593. It was reported a perforation and subsequent pericardial effusion occurred. A left atrial appendage (laa) closure procedure was being performed. A 33mm watchman ® laa closure device & delivery system was used. The was deep, but had more room to go. The closure device was deployed and upon deployment, the back wall of the laa was perforated. The physician spoke to a surgeon and they decided surgery would be performed. The device was removed, they repaired the perforation and ligated the laa. The patient was stable. The patient was up and walking the next day and has ben discharged.